Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up in clinic, the right ventricular lead exhibited noise. The physician suspected lead fracture. The lead remained implanted and the patient would be monitored.